Event description:
It was reported that the patient had infection at the battery site and lead site. The patient underwent an explant procedure. The explanted ipg and lead were discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7036561.